Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient removed the sensor and did not notice the sensor wire on the bottom of the sensor pod and suspected it detached and remained in her skin. She went to the emergency department (ed), an x-ray and ultrasound were performed; the results were positive for a retained wire. A surgeon was consulted and recommended surgical removal of the wire. The patient was contacted by dexcom¿s medical safety on (B)(6) 2020 and the patient stated that she declined surgery. She reported the insertion site was still sore and had a small bump. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.